Manufacturer narrative:
H3: a hardware analysis of bi71000175 was initiated to determine the probable cause of the issue. Analysis was unable to confirm reported complaint. "Battery issues." Charger enclosure was dusty and and severe matted on fans. It was cleaned and installed in o-arm system. The system initialized. Generator, motion, communication and charging readied. 2d and 3d imaging was successful. No failure found medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
D11: lot number of concomitant product: rev. 1 : s/n: (B)(6), h6: a medtronic representative went to the site to perform a system checkout. The battery charger card 9 has failed and tray 5 batteries are dead. All batteries and charger enclosure were replaced. The system passed checkout. Fdm 10, fdr 120, fdc 4307 are applicable to the system checkout medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: bi71000175r, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used for a sacroiliac and thoracolumbar procedure. It was reported that during a procedure, the imaging was driven into the room from the hallway nearby and as it was driven, it appeared to slow down and lose power. While in the room a battery alert was sounding but they were able to take a 3d spin and use it for the procedure. Immediately after use the imaging was returned to the hallway where it turned off before it was able to be plugged in. They will be using another imaging instead of that system for a second spin on that procedure. There was no delay and no patient impact.